Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor passed per specification with accurate readings. However, the sensor cannula was split from the tubing.

Event description:
The customer reported via phone call that his sensor had two calibration errors followed by a bad sensor alert. The patient's blood glucose was 210 mg/dl. Troubleshooting was initiated for the bad sensor alert. The customer was working on her bathroom when the sensor alerted. Her insertion site was her belly and she used the serter for insertion. The customer was advised on the timing of calibrations leading to the alert and on proper calibration recommendations. The customer was advised to remove and change out the sensor. The sensor was returned for analysis and a replacement sensor was shipped to the customer.